Event description:
It was reported that perforation of the catheter occurred. During prepration, a 2.50mm x 15mm apex balloon catheter was opened; however, it was noted that the catheter had two holes instead of one. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. There was a hole in the inner and outer shaft 3.4cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Returned product consisted of an apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. There was a hole in the inner and outer shaft 3.4cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that perforation of the catheter occurred. During preparation, a 2.50mm x 15mm apex balloon catheter was opened; however, it was noted that the catheter had two holes instead of one. The procedure was completed with another of the same device. No patient complications were reported.